Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting poor communication with the programmer and the caller stated they tried to connect with the ins about 10 times. The caller stated they tried to change the batteries two or three night ago. They also reported that the patient was having shakes bad on their left side and stated they hadn¿t been in good shape. It was further clarified that the patient felt a tingle down their left side and then got shakes bad. The caller initially stated that the patient¿s implant shut off, but later clarified that patient¿s ins showed it was on when they first started having symptoms. The caller confirmed that there were no recent trauma or falls but stated the patient had been having trouble for two weeks and was relating all these events together. The caller tried doing troubleshooting, but the poor communication didn¿t resolve. An email was sent to repair and the patient would be receiving a replacement in the mail.